Event description:
It was reported that an intravia empty container could not disconnect from an unknown spike. The reporter stated that the spike was ¿too fat¿ for the bag and would not disconnect. The process step in which the event occurred is unknown. There was no report of patient injury or medical intervention. No additional information is available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.